Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
Initially, the patient underwent the elongation surgery by the xia3. Afterwards, the rod was broken, the surgeon changed the rod to brand-new rod. Later, the surgeon found that the parallel connector loosened. The surgeon is monitoring the patient now.

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: no device inspection was possible because the device has not been returned. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: the cause of the failure is attributed to insufficient fixation and as a result the mechanical integrity of the construct was compromised. Many levels were skipped in the lumbar region of the spine. It appears in the x-ray that approximately four levels were skipped starting from s1 and moving superiorly. The rod breakage occurred in the middle of the rod supporting the lumbar vertebrae (lower rod). It is unlikely that the rod broke as a result of excessive instantaneous loading and it is more likely that the rod fractured in a cyclic fatigue-like manner.

Event description:
Initially the patient underwent the elongation surgery by the xia3. Afterwards, the rod was broken, the surgeon changed the rod to brand-new rod. Later, the surgeon found that the parallel connector loosened. The surgeon is monitoring the patient now.